Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2025. Blood glucose level was 505 mg/dl at the time of the event and patient got treated with intravenous (IV) and injections. The duration of hospitalization was greater than 24 hours. Patient also experienced the symptoms of sick/unwell, flu, and vomiting at the time of the event. Patient was found positive for high ketones level. No further information available.